Event description:
It was reported that the patient experienced a less than 50% therapy relief. A dye study and a rotor study were done. A catheter kink and occlusion occurred. The catheter was severely twisted and the pump was flipped at the pocket site. The catheter was replaced on the report date. At the time of this report, the patient status was indicated to be ¿alive-no injury¿. The device system was used to deliver baclofen. Additional information was requested but was not available at the time of this report.

Event description:
Additional information was received: the patient experienced increased tone. The patient used a walker assist device that rests against her right abdomen and it was believed to be the cause of the flipped pump. The patient was taken to surgery to replace the pump and intrathecal catheter. Patient outcome was noted as an improvement in spasticity and the therapy was effective. There were no other medications in the pump at the time of the event. The patient was not taking oral medications at the time of the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4).